Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the health care professional (hcp) requested a review of reports for this patient with a pacemaker. Technical services (ts) reviewed the data and noted this pacemaker exhibited undersensing of atrial fibrillation (af) due to low amplitudes. This pacemaker remains in service and no adverse patient effects were reported.